Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient experienced a loss or change in therapy. The caller stated that they experienced a return of symptoms which included leakage. The lead was shown to have migrated in a scan that the patient had due to cancer diagnosis/treatment. The patient reported that they had a fall in (B)(6) in which they fractured 3 ribs that could have affected the stimulator/lead. The caller indicated that they will be scheduling for a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.